Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm. No harm requiring medical intervention was reported. The customer was discontinue the use of device

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. On 27-oct-2021 customer returned pump for an alleged motor error alarm.unit received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify a33 alarm due to motor error alarm. However, unit passed rewind test and displacement test. Pump history download using thds was successful. Motor error alarm was confirmed in the pump history download on 10/27/21 at 11:35:23. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor passed motor test. The test p-cap/reservoir does lock into place. Unit had cracked battery tube threads, stained address/serial number label. Motor error alarm during basic occlusion test due to faulty fsr (gold) confirmed.